Event description:
Approximately thirty eight months following primary gore excluder bifurcated endoprosthesis implant, the pt presented with a growing aneurysm. The physician suspected the trunk-ipsilateral component had migrated, and implanted an aortic extender to reinforce the seal. Approximately 14 days following the secondary procedure this pt suffered aneurysm rupture, and died two days later. The death was attributed to intestinal strangulation due to chronic adhesions from previous major abdominal surgery. It should be noted, upon autopsy no blood was found to be outside of the graft, indicating that endoleak was not causative of the endotension.